Event description:
Pt was admitted to a hospital on (B)(6) 2013 for a partial hysterectomy. Surgery was performed on (B)(6) 2013. After surgery pt should have awakened after approximately 3 hours. Ten hours following surgery pt was placed in ICU. Doctors explained that medication caused her to sleep longer. Pt was released from ICU the following day. Pt noticed clear liquid leaking from her vagina and she had trouble breathing. She saw different doctors 3 times and then finally went to the emergency room. CT scan showed she had pneumonia and was placed on antibiotics. Five days later she still had leaking and trouble breathing so she went to a different emergency room. CT scan showed during the original surgery the doctor cut the ureter. Oncologist recommended that she contact her original surgeon. She has apprehensions about it because he messed up the original surgery. Her surgery is scheduled for next month. She has lost her job because of complications from her surgery. She has no medical insurance and is looking into bringing suit. It has been about a year and she is still experiencing pain.